Event description:
A pump alarm, identified as alarm 20, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. As a resolution, technical support planned to replace the pump and instructed the customer on how to put the pump into storage mode prior to its return. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.